Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4).

Event description:
Caller states that during a correlation study, the following coaguchek xs / coaguchek s results were obtained: patient 1: 2.1 inr/1.6 inr. Patient 2: 3.4 inr/2.6 inr. Coumadin was adjusted based on the coaguchek s results. No adverse event reported. Requested return of suspect device, however, strips are not available for return.